Event description:
It was reported that pump experienced malfunction alarm identified as malf 0 with no notable events occurred before the issue. There was no reported adverse impact to the customer¿s blood glucose level. Customer contacted support, was guided through pump reset, confirmed malfunction did not recur after reset, was advised to continue using pump, and was instructed to call back if malfunction code appeared again, which customer acknowledged and understood.